Event description:
Prior to performing a bone marrow biopsy/aspirate, the practitioner reportedly checked for ease of removal of the stylet prior to insertion of aspirate needle. Reportedly, it was noted that the stylet was sticking and difficult to remove after which the handle fell off. A new bone marrow biopsy kit and needle was obtained, procedure was reported to proceed without patient harm.